Event description:
Mother of home patient reports home patient disconnected to use bathroom during treatment and pt line of homechoice set touched home patient's pants before he reconnected. Home patient realized error and mother assisted him in ending treatment. Per rn, there was no pt injury as a result of incident. Rn reinstructed home patient on correct procedure.